Event description:
The hosp reported that during the saphenous vein harvesting procedure, the image on the endoscope was foggy. The surgeon converted to open leg technique because the account did not have a replacement scope. No pt complications were reported. This report has been accidently filed under MFR #1651662-2004-00001 on february 9, 2004.